Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500j vena cava filter allegedly experienced malposition of device. This information was received from one source. The event involved a patient with no known impact to the patient. The (B)(6) year old male patient weight was not provided.